Manufacturer narrative:
The returned lead was analyzed and the allegation was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Moreover, continuity testing passed which indicated conductors were intact. Furthermore, hipot test passed indicating no electrical shorts between conductors. Also, pressure test passed indicating the lumen or outer insulation was intact. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to muscle or pocket stimulation. No additional adverse patient effects reported.